Event description:
It is reported that the device was implanted in 2004. Post-op, the device broke inside the pt. The device was revised in 2006.

Manufacturer narrative:
Eval summary: pre- and post-op x-rays not available for review. Pt activity level, build, type of stem and shell used, and liner orientation during in-vivo are not known. Constraint ring shows scars around edge. Liner lip shows heavy impingement marks. Exact cause is not known. Effect of using a non-zimmer head with zimmer product is not known. Evaluation: portion of liner that is constrained by ring is fractured at one of the slits. There is gouging and deformation to fractured portion and area of rim adjacent to this location. Ring exhibits slight gouging to rim. Device history records indicate MFR to specification.